Event description:
Date of event: (B)(6) 2012. According to the information received, a balloon could not be deflated on a catheter. The user was hospitalized so the product could be removed. The complaint states that no injury was reported.

Manufacturer narrative:
A sample have been received for evaluation. Without the benefit of analyzing the device, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available, a follow up report will be filed.